Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 22 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide further details. It is likely the user overtightened or exerted too much force on the luer lock connector. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - while attempting to change out the natus eds drain bag, the lure lock connector was noted to be cracked and would not release the bag for replacement. The neurology doctor was made aware and gave staff the order to drain the fluid from the bottom as a complete replacement was not the preferred treatment plan at the time.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). The lot number of the affected part was not provided. Risk management review: per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.11. Cause - stopcocks: luer lock thread is stripped or broken effect (harm) - delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Qa emailed the customer for return of questionnaire and confirmation if part is still available to be returned.

Event description:
Nt821731c - while attempting to change out the natus eds drain bag, the lure lock connector was noted to be cracked and would not release the bag for replacement. The neurology doctor was made aware and gave staff the order to drain the fluid from the bottom as a complete replacement was not the preferred treatment plan at the time.